Manufacturer narrative:
Findings: reliability analysis inspected 1 opened/used sensor and performed visual inspection and found sensor with cannula broken, broken part found still in cannula tubing. See attachment file for details. Unable to confirm customer received sensor in said condition due to customer returned opened/used.

Event description:
The customer reported via phone call indicating that the insulin pump alarm lost sensor. Customer's blood glucose was 132 mg/dl. The customer stated that the pump is not communicating with the transmitter. The customer was advised to change sensor. The customer was advised the sensor may not be working, dislodge, bent, retracted or damaged. The customer was walked through an insertion of a new sensor. The customer was able to connect sensor to the test plug and it blink. The customer was able to insert another sensor properly. The customer was advised that we will replace the two sensors.